Event description:
A sample obtained from a finger stick product a hgb result of 5.8, and a hct of 14.4 on the cell dyn 1700. The physician sent the pt to the hospital because she requestioned the results. The hospital lab obtained values of 15.8 for hgb and 42.8 for hct. The account stated that the pt is in good health, no medicaiton of treatment was givine due to the low results. There has been no report of impact to the pt.